Manufacturer narrative:
Standard bariatrics originally submitted 3012481535-2018-00002 within the required 30 day time frame.

Event description:
The standard clamp, disposable was being used in a sleeve gastrectomy procedure to grasp and clamp the stomach. The physician opened the clamp jaws and was unable to close them by activating the trigger on the handpiece. The user manually closed the jaws and removed the device from the trocar. The device was replaced with a new standard clamp, disposable and the procedure was completed without any patient consequence. No adverse event occurred.